Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, which shows the sensing measurements were all within acceptable range over the entire time the device was implanted. No oversensing was seen. There were varying high impedance measurements noted.

Event description:
Asku